Manufacturer narrative:
Additional information received on october 5, 2022 indicated that the patient also underwent left sided capsulectomy and right sided scar revision. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with two 225cc mentor memorygel breast implant prostheses and experienced left-sided grade iii capsular contracture and right-sided cutaneous contour deformity postoperatively. The diagnosis was confirmed by a healthcare professional on (B)(6) 2020. As a result, the patient underwent bilateral removal and replacement with a 320cc mentor memorygel breast implant (left: catalog #: 3505320bc, serial #: (B)(4) and a 350cc mentor memorygel breast implant (right: 3505350bc, serial #: (B)(4) on (B)(6) 2020. This report is for the left-sided prosthesis.